Event description:
A surgeon reported that the "vitreotom refluxed" during surgery. The procedure was completed with another pak with no impact to the patient. Additional information has been requested but none is expected.

Manufacturer narrative:
The customer did not return a sample for evaluation. No lot number was identified with this complaint; therefore, the device history record could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. It should be noted that reflux is externally induced for the vitrectomy probe and not an involuntary function of the probe. (B)(4).